Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The no delivery test could not be performed due to the prime anomaly. The device was also received with cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was 160 mg/dl. It was stated that the reservoir was not empty. The alarm was explained to the customer and advised that a complete set change should be done when having no delivery alarms. The device was returned for analysis.